Event description:
As reported by patient support, approximately 5 years and 8 months following a transcatheter transapical mitral valve replacement implanting a 26mm sapien 3 valve within an annuloplasty ring, the patient called with concern that his valve was not working properly. Per follow-up communication with the patient, he had worsening shortness of breath and fatigue. His cardiologist proposed to insert a dye into his vein to spot the leaky valve, and if there is a leaky valve, he will put a stent in to avoid the leak. Per medical record review, tte shows ef 25%, tmvr with severe transvalvular regurgitation. The patient was symptomatic with progressive heart failure symptoms and extremely frail. There were concerns of progression of cad with a plan for a heart catheterization possible pci.

Manufacturer narrative:
A supplemental MDR is being submitted, following the receipt of medical records and completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, b7, h6: component, health effect - clinical, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation was confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 5 years and 8 months following a transcatheter transapical mitral valve replacement implanting a 26mm sapien 3 valve within an annuloplasty ring, the patient called with concern that his valve was not working properly... Per medical record review, tte shows ef 25%, tmvr with severe transvalvular regurgitation.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the medical records indicated that the patient had hyperlipidemia and chronic kidney disease, which are potential risk factors for valve calcification. These conditions might lead to early valve degeneration and could subsequently result in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, chronic kidney disease) may have contributed to the adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause for the valve degeneration/deterioration is not known, but may be related to patient factors (advanced age) and/or the factors and mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by patient support, approximately 5 years and 8 months following a transcatheter transapical mitral valve replacement within an annuloplasty ring, the patient called with concern that his valve was not working properly. Per follow-up communication with the patient, he had worsening shortness of breath and fatigue. His cardiologist proposed to insert a dye into his vein to spot the leaky valve, and if there is a leaky valve, he will put a stent in to avoid the leak.